Event description:
It was reported that the patient presented in ER with heart rate in the 40's, short of breath. Unable to establish telemetry with the device. Device did not respond with doo or voo pacing with magnet application. The device was explanted. No patient complications have been reported as a result of this event. 3500a received reported device usage problem: device malfunction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: telemetry problem was confirmed. All bond wires of the battery on the hybrid bond blocks are lifted.